Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm, experienced a high blood glucose and received motor error. Troubleshooting for no delivery alarm was performed. The customer's blood glucose level was unknown at the time of the incident but blood glucose level was 533mg/dl during the call. The customer declined to troubleshoot the high readings but treated with bolus. The customer stated that they were reporting a past event. The customer stated that they resolved the issue by changing the infusion set and reservoir. The infusion set and reservoir will be returned for analysis. The customer was assisted with motor error troubleshooting and the insulin pump was able to prime and passed the displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to confirm motor error alarm due to reservoir tube lip broken off. The motor was tested outside of the device and passed.